Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experienced low blood glucose. Customer stated that the blood glucose was 46 mg/dl at the time of incident and the customer¿s current blood glucose was 140 mg/dl. Customer stated that the low blood glucose was treated with the food. Customer experienced weakness, fatigue and hungry due to low blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. It was unknown if the auto mode smart guard feature was active. Customer stated that troubleshooting was done for low blood glucose. The insulin pump will not be returned for analysis.